Manufacturer narrative:
Correction: a1 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. At first, the biomed noticed a burning smell coming from the actuator board. Upon further inspection, they identified a dime-sized burn mark on the board. No other components were found to be damaged. There were no signs of any sparks, flames, smoke, melting, or arcing. The biomed replaced the actuator board to resolve the reported issue. The biomed had previously ordered a new power supply and power control board for the machine, but did not need them to repair the system. The biomed stated they would keep the new parts on hand to have as spares. After the actuator board was replaced, the machine passed all testing and was deemed ready to be put back in service. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed was unable to provide the number of hours logged on the machine. The damaged actuator board was not available to be returned for evaluation as it was reportedly discarded. Photographs of the board were also not available. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. At first, the biomed noticed a burning smell coming from the actuator board. Upon further inspection, they identified a dime-sized burn mark on the board. No other components were found to be damaged. There were no signs of any sparks, flames, smoke, melting, or arcing. The biomed replaced the actuator board to resolve the reported issue. The biomed had previously ordered a new power supply and power control board for the machine, but did not need them to repair the system. The biomed stated they would keep the new parts on hand to have as spares. After the actuator board was replaced, the machine passed all testing and was deemed ready to be put back in service. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed was unable to provide the number of hours logged on the machine. The damaged actuator board was not available to be returned for evaluation as it was reportedly discarded. Photographs of the board were also not available. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. At first, the biomed noticed a burning smell coming from the actuator board. Upon further inspection, they identified a dime-sized burn mark on the board. No other components were found to be damaged. There were no signs of any sparks, flames, smoke, melting, or arcing. The biomed replaced the actuator board to resolve the reported issue. The biomed had previously ordered a new power supply and power control board for the machine, but did not need them to repair the system. The biomed stated they would keep the new parts on hand to have as spares. After the actuator board was replaced, the machine passed all testing and was deemed ready to be put back in service. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed was unable to provide the number of hours logged on the machine. The damaged actuator board was not available to be returned for evaluation as it was reportedly discarded. Photographs of the board were also not available. There was no patient involvement associated with the reported event.